Manufacturer narrative:
Date inaccurate: month/year only valid.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient stated their implantable neurostimulator recharger had been plugged into their desktop charger for several hours and their battery icon was not increasing; it had been staying at a quarter full. They could not troubleshoot due to lack of access to the product; the patient stated they would call when they got home. They also reported that it was taking a long time to charge their implantable neurostimulator. No symptoms or further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and the patient had called back with their equipment. The desktop charger pins were reportedly bent and a replacement was sent. The replacement did not resolve the recharger issue and the recharger was not working and had a blank screen when plugged in. The recharger was dead and unable to reset. No further complications were reported or anticipated.